Event description:
It was reported that the patient presented to the emergency department while experiencing a ventricular tachycardia (vt) storm. A vt ablation procedure was subsequently performed. Review of the implantable cardioverter defibrillator (ICD) logs demonstrated that there was oversensing of atrial signals on the ventricular channel, causing pacing inhibition. The pauses occurred approximately every 30 minutes with the patient experiencing correlating drops in blood pressure. The patient had complete heart block as an indication and episodes of asystole lasted 1-2 seconds apiece. The ICD was reprogrammed to vvi mode. The ICD remains in service and no additional adverse patient effects were reported.